Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received incorrect low results when facing very high blood glucose levels that led to a coma and admission to the intensive care unit. The patient's father reported the patient was hospitalized two times in two months as a result of too low blood glucose results. The patient's father could only provide approximative blood glucose results that were not taken within 15 minutes, no exact time and date was provided: the performa ii meter result was around 85 mg/dl (less than 100 mg/dl), while the hospital meter results were 300 mg/dl and 500 mg/dl. On (B)(6) 2021, the patient was hospitalized for 4 days. No further details were provided.